Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted (lot no. A96187) for female sterilisation. The patient had a medical history of cesarean section, infection (patient does state that a few months ago when she had an "infection due to mold exposure" and was on steroids and an inhaler at that time.), hormonal imbalance, early menarche, dysfunctional uterine bleeding, ovarian cyst, pelvic pain female (cc: pelvic pain (pelvic/abdominal pain first noticed about two months ago, says pain is not triggered by any specific movement or time, is sporadic, is also complaints of left shoulder blade pain. Says she doesnt lift at work) she has sudden sharp pain on the right. It is worse with movement. Pain occurs every day - lasts seconds. It goes away , then comes back. It is hard to characterize for her. Pain started 2 months ago. No bladder / bowel changes.), general body pain and tobacco user (type / amount: quit (B)(6) 2012). Previously administered products included: meloxicam, vicodin and percocet [oxycodone hydrochloride;paracetamol] for pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Three, trailing coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] on (B)(6) 2016: related to his history of syncope. Patient had normal size left ventricle. Normal left ventricle thickness and systolic function with an ejection fraction of 57 percent. Normal right ventricle size and systolic function. Left atrium was normal in size with a normal diastolic left ventricle function. Patient had mild tricuspid regurgitation present. Normal pulmonary artery pressure [hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram, history: evaluate after essure surveillance the uterus is normal size without filling defects. The essure coils are seen within the bilateral fallopian tubes, which are occluded. There is no evidence for spill of contrast. Impression: the bilateral fallopian tubes are occluded without spiil of contrast. [Pathology test] on (B)(6) 2017: specimen: uterus wi cervix, tubes clinical information: pelvic and perineal pain, other chronic pain pathologic diagnosis: uterus and fallopian tubes, hysterectomy: -cervix: benign. -endometrium: secretory phase. -myometrium: benign. -fallopian tubes: bilateral peritubal cysts. Microscopic description: both peritubal cysts are lined by serous epithelium showing no atypia. The fallopian tubes are otherwise unremarkable. The sections through endo- and ectocervix show no dysplasia. Gross description: there are cysts attached to each tube. The cysts on the right and left side measure 1.4 and 1.2 cm, respectively. The cysts are filled with clear fluid. There is a metal coil in the proximal [ultrasound pelvis] on (B)(6) 2016: impression: 1.small amount of complex fluid within the endometrial canal. The uterus is otherwise unremarkable. 2. Right ovarian hemorrhagic cyst versus endometrioma. Consider sonographic followup in 6-12 weeks. 3. Left ovary is unremarkable. On (B)(6) 2017: us showed a large 9 x 5x5 cm complex right ovary." She has had an essure in 2013. She has had 3 c-sections in the past, 1 1 was emergent and states she was under anesthesia at that time. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted (lot no. A96187) for female sterilisation. The patient had a medical history of cesarean section, infection (patient does state that a few months ago when she had an "infection due to mold exposure" and was on steroids and an inhaler at that time.), hormonal imbalance, menarche, dysfunctional uterine bleeding, ovarian cyst, pelvic pain female (cc: pelvic pain (pelvic/abdominal pain first noticed about two months ago, says pain is not triggered by any specific movement or time, is sporadic, is also complaints of left shoulder blade pain. Says she doesn"t lift at work) she has sudden sharp pain on the right. It is worse with movement. Pain occurs every day - lasts seconds. It goes away , then comes back. It is hard to characterize for her. Pain started 2 months ago. No bladder / bowel changes.), general body pain and tobacco user (type / amount: quit on (B)(6) 2012). Previously administered products included: meloxicam, vicodin and percocet [oxycodone hydrochloride;paracetamol] for pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Three, trailing coils were noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): [electrocardiogram] on 05-oct-2016: related to his history of syncope. Patient had normal size left ventricle. Normal left ventricle thickness and systolic function with an ejection fraction of 57 percent. Normal right ventricle size and systolic function. Left atrium was normal in size with a normal diastolic left ventricle function. Patient had mild tricuspid regurgitation present. Normal pulmonary artery pressure [hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram, history: evaluate after essure surveillance the uterus is normal size without filling defects. The essure coils are seen within the bilateral fallopian tubes, which are occluded. There is no evidence for spill of contrast. Impression: the bilateral fallopian tubes are occluded without spiil of contrast. [Pathology test] on (B)(6) 2017: specimen: uterus wi cervix, tubes clinical information: pelvic and perineal pain, other chronic pain pathologic diagnosis: uterus and fallopian tubes, hysterectomy: cervix: benign. Endometrium: secretory phase. Myometrium: benign. Fallopian tubes: bilateral peritubal cysts. Microscopic description: both peritubal cysts are lined by serous epithelium showing no atypia. The fallopian tubes are otherwise unremarkable. The sections through endo- and ectocervix show no dysplasia. Gross description: there are cysts attached to each tube. The cysts on the right and left side measure 1.4 and 1.2 cm, respectively. The cysts are filled with clear fluid. There is a metal coil in the proximal [ultrasound pelvis] on (B)(6) 2016: impression: 1. Small amount of complex fluid with in the endometrialcanal. The uterus is other wise unremarkable. 2. Right ovarian hemorrhagic cyst versus endometrioma. Consider sonographic followup in 6-12 weeks. 3. Left ovary is unremarkable.; on (B)(6) 2017: us showed a large 9 x 5x5 cm complex right ovary." She has had an essure in 2013. She has had 3 c-sections in the past, 1 1 was emergent and states she was under anesthesia at that time. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 25 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.¿ the most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.